Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were stuck and were not pressed for more than 3 minutes. Customer's blood glucose was 5 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with no select or down arrow buttons response due to corroded keypad traces. No stuck button alarm noted. Unable to perform self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump was missing the display window cover and end cap address label.